Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr), calcium around posterior annulus and regurgitation jet from a2/p2 to a1/p1 for a mitraclip procedure. A mitraclip nt was implanted successfully on the anterior2/posterior2 leaflets. The mr was grade 2. A second mitraclip nt was attempted to be placed lateral to the first clip. After multiple grasping attempts a tear at the top of the posterior leaflet was noted. The clip was then implanted more laterally as to not interfere with the tear. The final mr was at grade 4. There was no clinically significant delay reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury resulting in mitral valve insufficiency/regurgitation appears to be related to procedural and patient conditions and due to the clip from multiple grasping attempts and calcified and very thin leaflets. Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.